Event description:
The account alleged the hi/low will continue to rise after the button is released. He said the he can stop the hi/low by activating the head lockout. He said that as long as the head lockout is on the hi/low works fine.

Manufacturer narrative:
The account replaced the pc board assembly to repair the bed.